Manufacturer narrative:
Information was received that the initial report was not submitted. Please see attached initial report for MFR report number: 3006179046-2017-00014.

Event description:
It was reported that one of the patient's dual magec rod broke after approximately over one year of implantation. The rod was removed and replaced with new magec rods without incident.

Manufacturer narrative:
Attachment: [2017-00014_investigationsummary_complaint no. (B)(4).